Event description:
Hill-rom received a report from the account stating the bed brakes were not working. The bed was located at the account in room 360. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found two casters damaged most likely due to normal wear and tear. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced both brake casters to resolve the issue. Based on this info, no further action is required.